Event description:
It has been reported to philips that the equipment power did not come on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that coolant was leaking inside the detector chiller which shorted out the circuit, so the main circuit breaker (l3) tripped and the equipment did not start up . The detector chiller has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not powered on. The fse found that the cause of the reported problem was coolant leaked inside the chiller of the detector, and the liquid short-circuited the circuit, tripping the main breaker, preventing the device from starting. The fse replaced the detector chiller and temperature control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.